Event description:
Additional information received indicates both leads were confirmed fractured upon explant.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2026 wherein the system was explanted and replaced for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.